Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized, due to infection from infusion set. Customer reverted to manual insulin therapy. No additional information was provided. Customer declined follow up from tandem technical support. The infusion set brand and manufacturer was not provided.